Event description:
The facility reported that three endocuff fingers detached from the endocuff body inside the patient during an endoscopic procedure. The fingers were removed from the patient using a roth retrieval net with no harm to the patient. Medivators is still in close contact with the facility and device manufacturer. Device investigation is still underway. This complaint will continue to be monitored within the medivators complaint handling system.